Manufacturer narrative:
(B)(4).

Event description:
It was reported that cgm app and os incompatible due to unsupported os on smart device occurred. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Concomitant medical products. MDR regulatory awareness date: changed the date 8/14/2025 as the alert date on the record should now be 8/21/2025. G3 date received by mfg: changed the date 8/14/2025 as the alert date on the record should now be 8/21/2025.

Event description:
Subsequent to the initial MDR, correction is required.